Manufacturer narrative:
Event problem and evaluation codes: updated no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Event description:
It was reported that the cassette has had issues with lack of delivery or under delivery related to tubing obstruction. Additional information was not provided. No injury reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
While performing a review of additional information provided by the customer, the customer stated that they reported this lot number inadvertently due to a typo and they wanted to retract the complaint. Please disregard any reports associated with report number 3012307300-2023-00721. For all enquires or follow up questions related to the record, do not use (B)(4) located in sections d3 and g2, please direct those to the following: (B)(4).